Event description:
It was reported the patient (B)(6) is without stimulation and experiencing difficulty establishing communication with this ipg via the programmer. Efforts to resolve this matter with the use of several different programmers have been unsuccessful. Based on the patient's program settings the issue is indicative of premature battery depletion. Surgical intervention will be undertaken at a later date to replace the patient's ipg.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.